Event description:
It was reported that the customer was hospitalized due to high blood glucose of 812mg/dl. The caller stated that the insulin pump was not functioning properly. Troubleshooting could not be performed as caller did not have with him the device. The husband stated that his wife's blood glucose has been high for the past three days, and the blood glucose meter continued reading above 600mg/dl. Days later, the husband called back to troubleshoot. The time, date, and bolus wizard were correct. Reviewed the alarm history and found auto off alarms. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.